Manufacturer narrative:
The insulin pump was received with a severely scratched display window, a cracked case at the display window corners, cracked belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen on the insulin pump is scratched and it is getting hard to read the display. Customer is unsure of how the damage occurred; she probably brushed up against something. Blood glucose value is 323 mg/dl. Nothing further reported.